Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implant had been turning itself off frequently since the last 4 months. The patient stated they had noticed when they had been making adjustments. Button use was reviewed, and the patient was using the buttons appropriately. Electromagnetic interference was reviewed, and the patient mentioned that they went through metal detectors and airport security. The patient was advised to track the occurrences and what activity they were doing before they noticed the stimulation was off and then review the information with the healthcare provider at their next device check. It was noted the change in therapy was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what the steps taken to resolve the ins turning itself off were the patient replied that it probably was an unusual turning off because it had not happened again. No further complications were reported.